Event description:
The customer contact report that during the set up prior to patient use, the device alarmed with a 11/004 (less than 2.0 volts on lithium battery) service alarm code. Ther were no reports of any adverse patient events and no reports an any delays in critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.